Event description:
It was reported that rvad controller power port #2 connection loose with wires exposed. Lvad controller with loose connections on both powers ports #1 and #2. No vad alarms. Both controllers replaced and replacements given.